Manufacturer narrative:
The customer performed manual tube testing using the anti-d (monoclonal blend) series 4 and anti-d (monoclonal blend) series 5 and monoclonal control reagents used on the galileo. At immediate spin, they received negative results. The anti-d series 4 package insert states, "red blood cells possessing comparatively weak expressions of the d antigen may not react well within the 2 minute limit of the slide test or on immediate centrifugation in tube tests." The event appears to be related to the nature of the sample.

Event description:
Customer reported rh mistypes on galileo. Two patients were typed as rh negative.